Event description:
The patient called animas reporting that he received a loss of prime warning while driving, but rather than disconnect he remained connected and primed his pump. He said that after priming the pump with 1.3 units of insulin he called animas and within 20-30 minutes he had collapsed and his wife called 911. His blood glucose levels were 22 mg/dl and the patient was rushed to the hospital. In the ambulance and in the hospital the patient was reportedly treated with glucagon and fluids. The patient was reportedly communicative and responsive at the hospital. He said he had reprimed the pump while attached prior to speaking because he was driving. This complaint is being reported because the patient reportedly primed while attached to the pump and needed to be rushed to the hospital for low blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was evidence of use error that caused the patient's injury. The owner's booklet states 'never prime the tubing or tighten the cartridge cap while infusion set is connected to your body. Priming the tubing or tightening the cartridge cap while the infusion set is connected to your body can result in serious injury or death.'